Manufacturer narrative:
Exact date unknown, event occurred a couple of months or so after date of implant. Explant date: a couple of months or so after date of implant.

Event description:
It was reported that the ipg was protruding from the patients skin. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.